Event description:
It was reported that the patient's batteries and battery clips had gotten wet, but all seemed to be working appropriately. No issues noted at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the reason for wet products was that the patient had slipped and landed in a puddle. The batteries and battery clips were dried and cleaned and were marked in case there were further issues. The site noted the battery clips and the ends of the batteries were the only products to get wet. There was no impact to pump support due to the wet products. No equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on 14v li-ion battery, serial number: (B)(6), was not confirmed as no product was returned and no product was returned for further investigation. No log files were submitted for review. The provided information indicated no alarms were produced in result of the reported fluid ingress. A root cause for the reported event could not be determined as the issue could not be confirmed through the information provided. The device history record was reviewed for the 14v li-ion battery. The battery was inspected and accepted into storage on 18aug2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 3, entitled ¿powering the system¿, instructs the user to keep the 14v li-ion batteries clean and dry. This section also advises the user to not use batteries that are damaged. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.